Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and reservoir no longer stayed in place. Customer reported that damage was due to normal use. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a completely broken off reservoir tube lip, a cracked belt clip slot, minor scratches, a cracked display window, and a missing end cap sticker.